Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Biliary stent used outside of the biliary tree. Date of occurrence estimated as (B)(6) 2011. There was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Per the herculink instructions for use (IFU), the herculink stent system is intended to treat malignant strictures in the biliary tree. Two unknown herculink stent systems were used outside of the biliary tree, which are not indicated sites for this device. There is no indication that this use led to the reported patient effects of nausea and hypersensitivity. The promus stent is being reported under a separate medwatch report number.

Event description:
It was reported that approximately 2 weeks post implantation of 2 herculink stents and 1 promus stent in the superior mesenteric, celiac and inferior mesenteric arteries, the patient experienced nausea and a rash. On (B)(6) 2011, the patient was seen by their physician. Plavix was discontinued. The patient will be tested for allergies to both stents. Although requested, there was no additional information provided.